Event description:
Complaint was reported as the following: complaint alleges: "this incident happened in the emergency unit. When the medical team set up the aquapak for a pt, the aquapak leaked. The leak was detected immediately after the beginning of the use. This leak was at the interface between the adapter and he monometer which was a gas leak." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.